Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal; subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed august 24, 2016.